Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra mini meter was giving the apply sample message. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on twenty three days earlier at 7:50 pm. She mentioned that she felt very shaky, weak, and nauseous after the reported issue began. The pt tested on her neighbor's meter and obtained results of '473 mg/dl, 273 mg/dl or 271 mg/dl and 496 mg/dl'. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The test strip did draw the sample into the test area and the pt's testing technique was reviewed to be correct. However, the pt did not have test strips to complete the troubleshooting. This complaint is reported because the alleged issue was not resolved with troubleshooting and the pt alleged that she experienced symptoms of shakiness, weakness, and nausea after the issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.